Manufacturer narrative:
Investigation completed on a smiths medical syringe infusion pumps/medfusion 4000 pump complaint of device turns on and alarms with backlight on.. Device will not load software. Device arrived with physical condition of gap between top and bottom cases in the back. Bottom case has damaged gasket. When testing was done the event log was blank screen and constant alarm. Duplicating event same issue. This was isolated to main board not working properly. Device was found to be seven years old. Action was taken to replace main board and passed all testing .maintenance on damaged cases, included: replaced bottom case due to broken seal. Replaced cracked power supply insulator. Calibrated the device.

Event description:
Investigation completed on a smiths medical syringe infusion pumps/medfusion 4000 pump malfunctioned. Device turns on and alarms with backlight on. Will not load software. Not patient adverse events reported.